Event description:
It was reported that during a vats lobetomy procedure, the user transected the anterior pulmonary vein using the device (first firing). He noted unusual bleeding on the specimen side (lobe side) of the staple line and hemorrhaging from the pulmonary vein. He noted that in the most proximal 5mm of the vessel side there were no staples. He noted that it appeared as though the stapler had cut but not stapled the first 5mm of tissue, which was the anterior pulmonary vein. Patient lost 600ml of blood and was subsequently transfused post-op. There was no further consequence to the patient reported.